Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on april 29, 2019 and it was noted that it was received in the condition reported. Upon initial visual inspection of the brim cap and the hemostatic valve were noted to be separated from the hub. This returned condition remains assessed as reportable. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # : (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, and it was described that both the brim cap and the hemostatic valve were detached. An investigation of photographs received was performed and the brim cap and the hemostatic valve were observed separated from the hub. Then, the returned device was inspected, and the damage observed in the provided photos was confirmed. A manufacturing record evaluation was performed, and no internal action related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the brim cap and the hemostatic valve from the hub cannot be determined, however, this an internal corrective action has been opened to prevent these issues. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, and it was described that bot the brim cap and the hemostatic valve were detached. It was initially reported that the plastic orange cap broke/shattered. The physician stated that he was unsure whether he was pulling the grey dilator out straight or twisting it slightly, but when he did so, the orange cap broke. It wasn¿t particularly forceful, but a slow movement. The sheath was replaced, and the procedure was completed successfully. There was not patient consequence. In addition the images provided show that the hemostatic valve and the friction ring came out of place as well. The issues of brim cap detached and hemostatic valve ¿ separation were assessed as reportable issues.